Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage on the keypad assembly, electronic assembly, or motor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The j1 connector on pcba 1 was locked properly during visual inspection. Pump successfully downloaded traces and history file using thump. No stuck key alarm found in the history files or traces within a week of the event date. No failed battery alarms noted during testing or in the pump trace download. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged failed battery alarms not confirmed during testing or in the power management graph. Keypad unresponsive and stuck button alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.